Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) using a galileo echo instrument.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test wells on 30oct2014.